Manufacturer narrative:
The reported event for an impedance problem was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented a device implant procedure on (B)(6) 2021. During the procedure, the right ventricular lead exhibited an out-of-range impedance problem. The lead was not used. The patient was stable. Further information was not provided.